Event description:
Stryker suction irrigator started leaking from the battery housing. Incident discovered prior to affecting patient and device was replaced. Product defect form filled out. Lot # 19234fg2. Ref # 250-070-500.